Event description:
It was reported that the patient was in the emergency room with seizures. A CT scan had been conducted and the physician wanted to do an MRI. They needed someone who could help them with a turn off.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient had upper extremity shaking and non-responsiveness. The patient was taken to an outside emergency room where CT and lab work were conducted and stimulation was turned off in anticipation of an MRI. The symptoms did not persist, labs and CT were unremarkable, and the patient was released. An MRI was conducted a few days later and results were consistent with dementia and were unremarkable. The patient was prescribed keppra. The patient was seen a month later for follow-up with no residual or additional sequelae. The event was considered a "rule-out" seizure and the event was considered closed. It was unknown if the seizure was related to the study or the programming. The event resulted in significant, persistent, or permanent impairment which required new hospitalization.

Event description:
Additional information received reported that the patient was stable and doing well. No recurrence of seizures was reported. It was unknown if seizures were considered device related. The device was currently turned off.